Event description:
The customer reported to beckman coulter that the unicel dxc 800 synchron system cap piercer was leaking. The leak was contained within the instrument. No erroneous results were generated; accordingly, there were no changes to the patients care or treatment. There were no injuries or exposures to any laboratory personnel. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found insufficient vacuum at the wash port caused by a restriction in the vacuum port of the blade wash seal shuttle. The fse flushed the wash station port and lines to remove any obstructions. The instrument conformed to the manufacturer's published performance specifications. (B)(4).